Manufacturer narrative:
None of the devices were returned for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes twelve (12) malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced device malposition and was allegedly difficult to remove. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the twelve reported patients, one was reported to be (B)(6)-years-old with no weight or gender provided, five were reported to be female with ages ranging from 30 to 53-years-old and two reported weights of (B)(6)lb and (B)(6) kg, three were reported to be male with ages ranging from 49 to 60-years-old with no reported weights, and the ages, weights, and genders, were not reported for three patients.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced device malposition and difficult to remove. These reports were received from various sources. The eleven malfunctions each involved a patient with no known impact to the patient. Of the eleven reported malfunctions, 7 patients are female and three are male. Ages for nine patients ranged from 28 - 60 years. The weight for 3 patients ranged between 60-72 kgs. Age, gender and weight of the other patients were not provided.

Manufacturer narrative:
Of the 12 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05379. The lot number was provided for two out of eleven malfunctions, therefore, a lot history reviews were performed. The catalog number for two of the malfunctions were changed to rf320j and rf400j. The devices were not returned for evaluation, however, medical records were provided and reviewed for all the eleven malfunctions. Out of 11 malfunctions, 7 malfunctions were confirmed for the alleged filter tilt and retrieval difficulties. The investigation for one malfunction is confirmed for reported filter perforation,limb detachment, and retrieval difficulties, however, inconclusive for tilt. Retrieval difficulties were confirmed for one malfunction;however tilt is inconclusive. Filter tilt and retrieval difficulties are inconclusive for one malfunction. The remaining malfunction is confirmed for reported filter perforation but inconclusive for filter tilt and retrieval difficulties. Based on the provided information, the definitive root cause is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed for three of the malfunctions; the lot number was not provided for the remaining malfunctions. For the 12 malfunctions, the devices were not returned, however, medical records were provided for nine of the malfunctions. For six of 12 malfunctions, the investigation was confirmed for filter tilt and retrieval difficulties. One of the malfunction was reassessed and 4001 code was added and identified as well as tilt and retrieval difficulties were confirmed. For one investigation it is confirmed for retrieval difficulties; however, the investigation is inconclusive for filter tilt. For three investigations it is inconclusive for filter tilt and retrieval difficulties as no objective evidence has been provided. For the remaining one of the 12 malfunctions, one was reassessed for filter tilt and filter limb detachment, the investigation is inconclusive as no objective evidence has been provided. Based on the provided information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced device malposition and difficult to remove. These reports were received from various sources. The twelve malfunctions each involved a patient with no known impact to the patient. Of the twelve reported malfunction, 6 patients were female with ages ranging from 30 to 53 years old and weight ranged from 68 to 72 kgs. One patient is 37 years old. Three patients are male with ages ranging from 49 to 60 years old whose weight was not reported. Age, gender and weight was not provided for the remaining two patients.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and difficult to remove. These reports were received from various sources. The ten malfunctions each involved a patient with no known impact to the patient. Of the ten reported malfunctions, 6 patients were female and three are male. Ages for ten patients ranged from 28 - 60 years. The weight for 2 patients ranged between 60-72 kgs. Gender and weight of the other patients were not provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05379. H10: the lot number was provided for one out of ten malfunctions, therefore, a lot history reviews were performed. The catalog number for three of the malfunctions were updates as rf320j,unknown g2 and rf400j.the devices were not returned for evaluation, however, medical records were provided and reviewed for all the ten malfunctions. For five malfunctions, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. For two malfunctions, the investigation is confirmed retrieval difficulties and inconclusive for filter tilt. For one malfunction, the investigation is confirmed for filter tilt, retrieval difficulties and perforation of inferior vena cava. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava and inconclusive for filter tilt and retrieval difficulties. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava, filter limb detachment, and retrieval difficulties and inconclusive for filter tilt. Based on the provided information, the definitive root cause is unknown. The devices were labeled for single use. H10: g3 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 12 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-05379. H10: the catalog number for one of the malfunctions was changed to rf320j. H10: the lot number was provided and a lot history review was performed for two of the malfunctions; the lot number was not provided for the remaining malfunctions. For the 11 malfunctions, the devices were not returned, however, medical records were provided for ten of the malfunctions. For six malfunctions, tilt and retrieval difficulties were confirmed. For one malfunction, retrieval difficulties was confirmed, however, tilt was inconclusive. For another malfunction, the investigation is confirmed for peroration and is inconclusive for tilt and retrieval difficulties. For another malfunction, tilt and detachment are inconclusive. For the last malfunction, perforation, detachment and retrieval difficulties were confirmed, however tilt was inconclusive.. Based on the provided information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced device malposition and difficult to remove. These reports were received from various sources. The eleven malfunctions each involved a patient with no known impact to the patient. Of the eleven reported malfunction, 7 patients are female and three are male. Ages for nine patients ranged from 30 - 60 years. The weight for 3 patients ranged between 68-72 kgs. Age, gender and weight of the other patients were not provided.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced device malposition and was allegedly difficult to remove. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the twelve reported patients, one was reported to be 37-years-old with no weight or gender provided, six were reported to be female with ages ranging from 30 to 53-years-old and two reported weights ranging from 72kg to 149lb, three were reported to be male with ages ranging from 49 to 60-years-old with no reported weights, and the ages, weights, and genders, were not reported for two patients.

Manufacturer narrative:
Of the twelve malfunctions, none of the devices were returned to bd for evaluation. Of the twelve malfunctions, nine had medical records returned and reviewed. For seven of the investigations it was confirmed for filter tilt and retrieval difficulties. For one investigation it is confirmed for retrieval difficulties; however, the investigation is inconclusive for filter tilt. For three investigations it is inconclusive for filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Of the 12 malfunctions, one malfunction was reassessed for filter tilt and filter limb detachment, the investigation of the malfunction is inconclusive as no objective evidence has been provided. Based on the provided information, the definitive root cause is unknown. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.